Manufacturer narrative:
No information for date of event. Refer to manufacturer report #3004209178-2018-20182 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an impedance showing 56 ohms and caller stated the healthcare provider wanted to know if the patient can have an MRI. It was reviewed that they cannot. The patient is not programmed on this pair and the healthcare provider states that this value has always been consistent. The caller was unsure which device had the short. It was reviewed that they can have a CT scan with the short. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that when the patient first started experiencing the described short was unknown, the patient wasn't using the contacts for programming so nothing was done, the cause was not determined, and the short still exists. This information was confirmed by the physician.